Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen successfully. They coiled the fiber optic cable and placed a note indicating not to use it. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: manager. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).